Manufacturer narrative:
(B)(4). There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the restricted leaflet and subsequent cai cannot be confirmed. In addition to the procedure itself, patient factors (severe annular calcification, bulky native leaflet calcification) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transaortic tavr procedure, post deployment of a 26mm sapien xt valve, significant central aortic insufficiency (cai) was observed. A second xt valve was deployed to correct the cai. Following balloon aortic valvuloplasty (bav), the xt valve was positioned 50:50 aortic/ventricular (a/v) across the annulus and deployed under rvp. Immediately post deployment, significant cai was observed. The x-support wire was manipulated in order to confirm that it was not pinning a leaflet. Cai was not improved. The wire was then withdrawn from the left ventricle into the ascending aorta. Cai still did not improve. Using tee, it appeared the non-coronary cusp leaflet was not moving. The 6fr pigtail catheter was then used to gently tap the leaflet, but this did not improve the cai. The medical team then waited five minutes to see if the valve would "warm up". The cai did not improve and the decision was made to place a second valve. A second xt valve was positioned within the first xt valve and deployed, landing 60:40 a/v. The cai immediately improved as verified by hemodynamics and tee. The delivery system was removed and the aorta was surgically closed without event. Tee assessment indicated no paravalvular leak (pvl) and trace cai. The patient was transferred in stable condition. The native annulus measured 22mm x 27mm by CT with a valve area of 480mm2. Severe annular calcification, bulky native leaflet calcification and mild aortic root calcification were reported. The coaxial alignment of the delivery system and valve was reported as fair. The image intensifier angle was reported to be good. Ventilation was held and no loss of pacing capture was reported.